Event description:
It was reported by patient's attorney as a result of a legal claim that allegedly on (B)(6) 2017 the accolade hip implant had broken and completely dislocated, accompanied by significant metal shavings and debris in and around the area. It is further alleged that on (B)(6) 2017 she underwent revision with surgical removal of the femoral stem, femoral head, and acetabular liner. It is alleged that the trunnion had significant wear necessitating the revision of the femoral stem as opposed to a simple head exchange.

Manufacturer narrative:
An event regarding broken implant and disassociation involving an accolade stem was reported. The event for disassociation was confirmed. Method & results: -device evaluation and results: a visual, functional and dimensional inspection could not be performed as the device was not returned. -medical records received and evaluation: the provided medical information was submitted to a consulting clinician who confirmed the trunnion wear leading to disassociation based on the provided revision operative report but deemed the information insufficient and rejected it for a medical review. -device history review: review indicated all devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: review indicated there have been no other similar events for the reported lot. Conclusions: the provided medical information was submitted to a consulting clinician who confirmed the trunnion wear leading to disassociation based on the provided revision operative report but deemed the information insufficient and rejected it for a medical review. Further information such as x-rays and examination of explanted devices are needed to investigate this event further. If devices and/or additional information become available, this investigation will be reopened.

Manufacturer narrative:
Review of the product history records indicate the products were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported by patient's attorney as a result of a legal claim that allegedly on (B)(6) 2017 the accolade hip implant had broken and completely dislocated, accompanied by significant metal shavings and debris in and around the area. It is further alleged that on (B)(6) 2017 she underwent revision with surgical removal of the femoral stem, femoral head, and acetabular liner. It is alleged that the trunnion had significant wear necessitating the revision of the femoral stem as opposed to a simple head exchange.